Event description:
Customer called on (B)(4) 2012 reporting of a fluid leak at the blood sampling valve (bsv) of the lh 500 hematology analyzer but could not locate the exact source of the leak. Customer was wearing personal protective equipment consisting of gloves and a lab coat at the time of the event and no injury or exposure was reported. Patient results were not affected and there was no change to patient treatment attributed to this event. Field service engineer (fse) was dispatched but could not reproduce the leak at the bsv. Fse found that a teflon washer was missing from the probe wipe assembly and installed the washer. Repair was then verified per established procedures. Cause of the leak is unknown; however, the leak may have been repaired by installing the missing teflon washer.

Manufacturer narrative:
Evaluation code - results code - (other): root cause of the leak is unknown; however, the leak may have been repaired by installing the missing teflon washer. (B)(4).